Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported a hospitalization due to low blood glucose. The blood glucose reading at the time of admission was 134 mg/dl. Customer stated that he did not eat as much as he should have. Cusotmer was not disconnected from the insulin pump but the insulin pump was suspended. He stated that the screen was scratched and could not recall how that damage occurred. Nothing further was reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.